Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. The analysis results found that the device was returned in good condition and in its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic anterior resection procedure, there was significant leaking from the trocars. Seals were leaking during instrumentation introduction and when removed. Seals had to be influenced to repeatedly close to minimize the gas escaping. There was consistent air escaping throughout the case. The case continued regardless of the leaking . There were no adverse consequences for the patient.